Event description:
The hospital reported that during a colonoscopy, they experienced a total loss of image. There was no pt injury reported.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation revealed that the image was found flickering, and the switches were not working properly due to fluid invasion. In addition, there were excessive broken or frayed wires on the bending section mesh, which were attributed to wear and tear. This report is being filed as an MDR in an excess of caution.